Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the paramedics treated the low blood glucose with a glucagon shot. The customer was also put on a sugar drip and blood glucose was brought up to 238 mg/dl but dropped back down to 38 mg/dl and the customer was put back on the sugar drip and taken to the hospital.

Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was (B)(6) 2015. Customer's blood glucose was low according to their meter when they were admitted into the hospital. Customer was able to raise their blood glucose to 238 mg/dl with treatment from the hospital. It was found the customer had an empty reservoir when the insulin pump was removed from their body. The customer stated they were receiving too much insulin from their insulin pump. Troubleshooting found the customer's drive support cap appeared to be normal. Customer's insulin pump also passed a displacement test. Advised the customer to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.